Manufacturer narrative:
(B)(4).

Event description:
The pump was replaced due to end of life (eol). It was implanted over 6 years ago, in 2005. The pt had no symptoms. Prior to replacement surgery, the managing physician tried to aspirate catheter through the cap, and when she couldn't, set pt to radiology to have them try to aspirate catheter under fluoroscopy guidance, however, they also were not able to aspirate. Surgeon attempted to aspirate during replacement surgery, but he also could not. But, he didn't replaced the catheter because "pt was not having any withdrawal symptoms", and calculated that catheter must be "ok", and held pt in hospital to observe to see if any signs of withdrawal. Post-operative, the pt had no complaints. The pt was doing fine and was being monitored. A catheter revision at a later date was a possibility as "during this replacement, the surgeon could not as he did not have equipment."